Event description:
It was reported that the micro sagittal saw overheated during testing at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed and the device was returned to the user facility.